Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that they were experiencing sensor discrepancies. The caller also reported that on (B)(6) 2017 the paramedics was called because the customer had a low blood glucose. The sensor glucose during the incident was reading 400 mg/dl and had three arrows going up while their blood glucose was 34 mg/dl. They had been treating with a manual injection based on the sensor glucose. The paramedics treated their low blood glucose with intravenous therapy. They were not taken to the hospital. Troubleshooting was performed on the sensor discrepancies. The insulin pump will not be returned for analysis.